Manufacturer narrative:
The tip of a mynxgrip vascular closure device (vcd) was unable to be inserted into the vessel. There was no reported patient injury. The device was used in an interventional peripheral procedure, using a retrograde approach. The deployer was mynx certified. The target lesion was the femoral artery (fa). The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath was not kinked or bent upon removal of the device. There was no visible bends or damages to the distal end of the balloon shaft after removal. Hemostasis was achieved by manual compression for about 20 minutes. The patient's hospitalization was not extended as a result of the event. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in their manufactured position as received. The syringe and the procedural sheath were not returned with the device. The returned device¿s atraumatic wire distal tip was observed slightly bent/damaged. No other visual damages or anomalies were observed. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported event could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was able to be inserted/advanced through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the returned device¿s atraumatic wire distal tip was slightly bent/damaged. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. The device preformed as intended during functional analysis. Based on the information provided, the condition of the returned device and the investigation performed, the exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the device was used in an interventional peripheral procedure with a retrograde approach. The deployer had mynx training and was certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The target lesion was the femoral artery (fa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved by manual compression for about 20 minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered after the procedure. The sheath was not kinked/bent upon removal of the device. There was no visible bent/damaged in the distal end of the balloon shaft after removal. Additional procedural details were requested but are unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the mynx grip vascular closure device (vcd) was unable to be insert to the vessel. There was no reported patient injury. The device is expected to be returned for evaluation.